Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. Upon examination of the lead, it was noted that the right ventricular (rv) lead had high capture threshold and high pacing lead impedance. No programming changes were made to the lead. The patient was in stable condition.